Event description:
A report was received that the patient had difficulty charging his system and underwent a replacement procedure. The patient did well postoperatively.

Event description:
A report was received that the patient had difficulty charging his system and underwent a replacement procedure. The patient did well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not confirmed. Device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization is reduced, charging can lengthen considerably. The battery is depleting its charge within the typical ipg battery depletion rate.